Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the segment fluid damage, the control body fluid damage, the ccd driver pcb fluid damage, the us connector body fluid damage, the control body corroded, the lg cable connector corroded, the insertion flexible tube (ift) cut, and the remote control button(4) transformer breakdown; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).